Manufacturer narrative:
Fco(B)(4), fco(B)(4), fco (B)(4)

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The complainant reported that the philips intellivue information center (piic) ix reboots while attempting to discharge a patient. No adverse patient effects experienced due to this event.